Event description:
This event involves a patient that was in the operating room and positioned on the or table for a laparoscopic cholecystectomy. The patient was sedated and draped out when the surgery started. The armboard became dislodged and dropped off of the table with the patient's arm attached. The patient's arm was checked and the armboard was reattached. Follow-up reveals: it is not known if the armboard was properly secured.